Manufacturer narrative:
The product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause: information was provided per "the source attachment, the event description is "posterior capsule rupture", and a "dense cataract" caused or contributed to the event". The reported lens damage was not specified. However, lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a damaged lens during cataract surgery with intraocular lens (iol) implantation. The site reported a capsule rupture noting a dense cataract as a contributory cause. Additional information is requested.